Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a pump error a17 and a21. Customer blood glucose at the time of the call was 192 mg/dl. Customer was assisted with troubleshooting. The device will not be return for analysis.